Event description:
It was additionally reported that the device was explanted and replaced.

Manufacturer narrative:
Product event: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the device memory indicated an issue with wireless telemetry.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device displayed a message stating the wireless telemetry was no longer available. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated an issue with wireless telemetry. It was confirmed from the save to disk that wireless telemetry is no longer available with this device. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.